Manufacturer narrative:
(B)(4). Initial report sent to FDA on august 4, 2014.

Event description:
(B)(6) implanted permacol into patient on the 28/5 with no issues. Patient had previous breast implants and had a lumpectomy and chemotherapy to the left side with no radiotherapy. The permacol was for the immediate reconstruction after double mastectomy. No issues on 28/5. On day 5, had post-operative redness on the breast coinciding where permacol and was sutured in. Patient was kept in hospital for an extra week to make sure there were no issues with infection. After tests were done, patient had no signs of infection and was discharged with drains and antibiotics. Drains were removed day 17th with still a bit of redness. Around 4-5wks post operation, patient admitted herself in hospital for spontaneous discharge of wound from the left breast. Dehiscence was seen and the hospital decided to treat conservatively with antibiotics. Within the day, the wound dehisced more and the hospital went to operate on the left breast. The surgeon removed the breast implant and noted that the permacol in the breast had dissolved. A couple of days later, the right breast also had severe inflammation and rejection of the breast implant. When the breast implant was removed, it was noted that the permacol in the area had also dissolved.